Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch reports 1220908-2024-03343, 1220908-2024-03334, 1220908-2024-03350, and 1220908-2024-03354 for a similar events reported from the same customer.

Manufacturer narrative:
Zoll medical united kingdom evaluated the device and the device performed to specification. The device's log was reviewed, it was observed that the device performed three analyses in rescue mode. Two out of the three analysis resulted in a "shock advised". Based on the zoll shock algorithm, where two out of three segments must be shockable to advise a shock, the device appropriately advised a shock. The device functioned as designed and configured. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.